Event description:
According to the reporter during the nephrectomy via laparoscopic procedure while kidney sampling, the bag torn. The specimen fell into the patient. Searched for the kidney between the patient's loops and recovered. To resolve the issue, the surgeon used another tool to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.